Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. The patient reported that in (B)(6) 2011 the pump eroded through the skin and the patient could actually see the pump. The patient had been hurting real bad in that area. In (B)(6) 2011 the patient had a penny sized hole where you could see the silver color of the pump coming through. The patient had gone to the ER (emergency room) and a CT was done. The patient was informed that the pump was still in the subcutaneous tissue and the patient was sent home on antibiotics. The patient was told that probably saved their life. On (B)(6) 2011 the patient had the pump and catheter removed on and the patient was in the hospital for almost a month. The patient had complications with the wound healing and was leaking spinal fluid f or a long time. The healthcare provider also thought the patient had an infection and said had the patient not had their pneumonia shots earlier that year the patient probably would have died because the type of infection "was pneumonia in the spine" and possibly to the brain or could have gone to the brain. The patient couldn't remember if it went to the brain or if there was just a risk of this. The patient further reported that she guesses that where the catheter was removed is where all the spinal fluid leaked and the patient had to have 4 blood patches done. The patient stated they almost lost their life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.